Event description:
It was reported that the device's flow rate accuracy was out of specification. This occurred during infusion at facility. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device was delivering within specification. There was no known cause of the reported issue. The device was returned to the customer with no repair provided.